Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 06-may-2022. Investigation summary: customer returned (2) loose 1ml insulin syringes. Consumer reported that the needles are breaking while drawing medication and sometimes just before injecting. The returned samples were examined, and it was observed that both featured a broken cannula. Microscopic examination of both syringes revealed characteristics such as residual bends on the hub-end of the fractured cannula, and ovality (deformation from the normally circular cross section) ¿ removal of the epoxy made this evident. When viewed together these are all indicators of bending/re-straightening mode of failure. A review of the device history record was completed for batch# 1039184. All inspections were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Embecta was able to confirm the customer¿s indicated failure (cannula broken). The root cause for this issue is user related. The cannulas were broken by the user after handling the syringes.

Event description:
It was reported that 1 bd insulin syringe with bd ultra-fine¿ needle cannula broke off. The following information was provided by the initial reporter : the consumer reported that the needles are breaking while drawing medication and sometimes just before injecting. Date of event : unknown. Samples : discarded.

Manufacturer narrative:
Date of event: unknown. Investigation summary : exec summary - no samples (including photos) were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. A review of the complaint lot history check was performed and this is the 1st related complaint for breaks off during use on this lot #. No non-conformances were raised in association with this type of event for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. CAPA/sa - based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 1 bd insulin syringe with bd ultra-fine¿ needle cannula broke off. The following information was provided by the initial reporter : the consumer reported that the needles are breaking while drawing medication and sometimes just before injecting. Date of event : unknown. Samples : discarded.